Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 5 with fault ID 0x2147, and the issue could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to switch to multiple daily injections (mdi) as a backup insulin therapy and was provided with a replacement pump by technical support. Additionally, instructions were given on how to handle the malfunctioning pump, including placing it in storage mode and returning it to tandem within 10 days.